Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that the patient experienced a change in therapy effect. The patient was having her pump removed because it was not treating all of her pain. She started developing a new pain syndrome in the last 2 and a half years and the pump didn¿t treat her endometriosis, so the patient decided to remove the pump so she could have oral medications. It was noted that the patient didn¿t want to travel so far to see a pain specialist, and if she removed the pump, she could see a healthcare provider (hcp) closer to her location. The pump medication was being decreased. It was noted that the hcp wouldn¿t provide oral medications for the withdrawal. It was stated that the patient¿s home infusion company did not think that decreasing her daily dose by 50% was safe, so they were trying to work with the hcp to get a more ¿ethical¿ prescriptions. The device system was used to deliver fentanyl and bupivacaine. Additional information later reported that, 2 and a half years ago, the patient developed a new pain syndrome and the pump didn¿t treat her endometriosis. Additional information later reported the pump and catheter was explanted. There was no product issue. The patient was discharged from the pain clinic for other reasons and saline was put into the pump. Sometime in the last year the patient complained to the managing hcp because he drastically reduced the patient¿s dose in the pump and put the patient into opiod withdrawal. The patient stated that the hcp cut the dose by 50% each visit until they put saline in the pump and the patient felt suicidal from the symptoms. The patient status at the time of the report was indicated as alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) on (B)(4) 2019 indicated the patient¿s weight was not known, confidential. The status of the explanted pump and catheter was noted as discarded by the hospital. No further complications were reported/anticipated or expected. This event was also reported under manufacturer report #3007566237-2019-00916 [information was received from a patient regarding the implantable drug infusion device. The drug being delivered was not reported. The reason for use was not reported. It was reported t hat the ¿pump device was removed because it was not working and it went dead.¿ there were no symptoms reported.] Any additional information received will be reported under this manufacturer report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that patient was brought to the operating room, intubated, placed under general anesthesia and positioned in the lateral decubitus position. A wide area of the right lateral quadrant of the abdomen and midline lumbar region were prepped and draped in standard fashion surrounding her previous surgical scars. A standard surgical timeout was performed wherein the patient was identified and the surgical site and procedure were confirmed and a preop dose of identified and the surgical site and procedure were confirmed and a preop dose of antibiotics was administered IV. Both scars were deeply infiltrated with 0.25% marcaine and epinephrine. The skin was incised in both locations .the pouch housing the pump was entered in the abdominal region and the device was freed from its abdominal anchors and explanted. The device was disconnected from the intrathecal catheter. The lumbar wound was opened and the anchor for the intrathecal catheter was identified. It was detached from the lumbodorsal fascia and the catheter was removed. Visual inspection revealed that all portions of the catheter were intact .the scar tract surrounding the catheter through the fascia was oversewn with 2-0 ethibond sutures in a figure of 8 fashion, watertight closure was achieved. Both wounds were copiously irrigated with bacitracin irrigation. A layered closure was conducted with interrupted 0 vicryl suture, followed by interrupted buried subcuticular 3-0 vicryl sutures. A running 3-0 nylon was used in the lumbar region and benzoin and steri-strips were used in the abdominal region. Sterile dressingswere applied. The patient was aroused from anesthesia and extubated without difficulty. All final needle and sponge counts were correct. There were no apparent operative complications. No further complications were reported.